Event description:
The manufacturer was contacted in reference to a everflo dom non- opi 120v device. The patient alleged kidney disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.